Event description:
On (B)(6) 2010, pt reported the up button on her infusion device was not functioning properly. This was first noticed 4 days prior when trying to bolus. The down button continues to respond as intended. Pt has used this infusion device for 3 years and boluses 5-6 times per day. Up button pops up after being pressed. Infusion device was not dropped or exposed to insulin ingress. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.